Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure in 2006. At about 9 months later, the pt experienced erosion and pain. An excision of the device and a vaginal flap advancement was performed. The current status of the pt is that the event has been resolved.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.